Manufacturer narrative:
Additional system component being reported for this event: battery-(B)(4). Battery-(B)(4). Battery-(B)(4). Battery-(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was switching from one power port to the other at a battery capacity greater than 25%. The patient also experienced a few pump stops during battery changes. Log files were sent. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
Additional system component being reported for this event: battery-bat207656 - UDI# (B)(4) MFR date: 05-04-2015 exp. Date: 05-31-2016. Battery-bat207626 - UDI# (B)(4) MFR date: 05-04-2015 exp. Date: 05-31-2016. Battery-bat207655 - UDI# (B)(4) MFR date: 05-04-2015 exp. Date: 05-31-2016. Battery-bat207646 - UDI# (B)(4) MFR date: 05-04-2015 exp. Date: 05-31-2016. (B)(4). The reported event of power switching was confirmed on the returned batteries, bat207636, bat207646, bat207655, bat207626, and bat207656. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Con180379, bat207636, bat207646, bat207655, bat207626, and bat207656 participated in these events. Con180379 had not received the smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed multiple controller power-up and subsequent motor start events. These events are most likely due to double disconnections of external power from the controller. Analysis revealed that the devices passed visual examination and functional testing.  The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported power switching events can be attributed to a communication error between the controller and the batteries. The most likely root cause of the reported pump stops can be attributed to double disconnections of external power from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.